Event description:
Instead of an 8cm smart stent, as labeled on the package, there was a 10cm smart stent in the package.

Manufacturer narrative:
Please note that the event date is unknown. Instead of an 8cm smart stent, as labeled on the package, there was a 10cm smart stent in the package. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.